Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of one of the screws on the backup battery cover being loose within the screw hole was confirmed via functional testing. Upon initial observation, the helicoil had fallen out of the backup battery cover and was unable to be reinserted. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review with events spanning approximately 5 days (12sep2021 ¿ 16sep2021, 27sep2021 per timestamp). Events occurring on (B)(6) 2021 were recorded during testing at abbott labs. The driveline was disconnected on (B)(6) 2021 at 10:38:31. The log file did not contain any events that would indicate an issue with the system controller. The system controller was functionally tested and passed all testing. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. A manufacturing analysis task was previously opened to further investigate the issue of the incorrect installation of helicoil. The manufacture date of heartmate 3 system controller ((B)(6) 2021) dates prior to the creation of the manufacturing analysis task. The root cause for the reported event was determined to be an incorrect installation of helicoil which prevents the screw from forming a secure connection of the cover plate to the system controller. This issue is being monitored for similar events. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate ii patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient came to the clinic on (B)(6) 2021 and presented their primary controller with the upper right screw loose on the internal battery cover loose and wiggling around. Further inspection showed that the internal retaining thread piece had separated from the controller. The controller was replaced.